Event description:
During a code and use of a zoll m series biphasic defibrillator the lead cable became disconnected but the users could not tell. They received a leads off error. They changed the leads, changed the setting to each lead and visibly looked at the cable. Finally they changed to hands off mode which uses a different cable and they got a v-fib rhythm. This caused a 4 minute delay in the appropriate treatment to this pt. Fortunately this was not fatal. The solution to this problem would be screw on type cable or some other safety catch method.